Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the manipulation right atrial (ra) lead the patient experienced atrial flutter and atrial fibrillation (af). Cardioversion was performed but not successful and hemostasis was ensured. Patient converted to sinus rhythm in recovery. The patient is a participant in the (B)(6) registry. The ra lead remains in use. No further patient complications have been reported as a result of this event.